Manufacturer narrative:
Upon visual inspection, it can be seen that the device is worn. Laser markings of catalog/ lot number are worn and outer surface shows some discoloration. The device's clamp was able to attach onto a surface without issues. The device's slide rod, the mechanism that locks the arm, was not returned with the device. The threads, on the retaining ring, connecting the main body and arm were worn. The device did not provide any resistance when the retaining ring was rotated. If the retaining ring is loosened, the device's slide rod would be able to disengage. Device and complaint history records were reviewed and no relevant manufacturing issues were identified. However, 2 similar complaints were identified. As the device was manufactured on 29-jan-2015,it is likely that normal wear and tear contributed to this failure.

Event description:
It was reported that a luxor arm post securing mechanism dissengaged intra-operatively. There were no adverse consequences to the patient.

Event description:
It was reported that a luxor arm post securing mechanism disengaged intra-operatively. There were no adverse consequences to the patient.